Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Technical services (ts) was consulted and reviewed stored episodes. Ts noted this pacemaker exhibited atrial undersensing, with all other measurements within limits and the device operating as programmed. This pacemaker remains in service. No additional adverse patient effects were reported.